Event description:
It was reported there was a confirmed motor stall noted on the 8835 and in the event logs with no motor stall recovery recorded. The stall occurred (B)(6) 2013 @ 0201 with no recovery. The patient experienced symptoms of increased pain. The pump was delivering fentanyl and bupivacaine. It was later reported, the patient experienced underdose symptoms noted as onset of opioid withdrawal and less than 50% therapy relief. The increased pain was in chronically painful areas, namely the right arm. All symptoms resolved when pump restarted after the motor stall. The stall recovered after more than two hours. The logs were checked. The patient status was alive; no injury. It was later reported, the patient experienced increased pain and was sweaty; onset of opioid withdrawal. The stall recovered. ¿the patient's husband smacked the pump with a sandal and it restarted.¿ the cause of the stall was unknown. The patient was doing well and receiving effective therapy. The patient is scheduled for pump replacement on (B)(6) 2013. It was later reported the patient is doing "absolutely wonderful!" The pain score is "1."

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the device was replaced. It was reported that the patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
Product ID 8709sc lot# n175922008, implanted: 2009 (B)(6), product type catheter product ID 8835 product type programmer. (B)(4).

Manufacturer narrative:
Analysis of pump revealed multiple motor stalls and recoveries in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2 and the lower shaft of the rotor magnet. In addition, residue was noted on the jewel where the upper shaft of gear 2 and the lower shaft of the rotor magnet insert into the top and bottom bridge assemblies. In conclusion, motor gear train anomalies were noted with corrosion/wear/lubrication present. In addition, it was noted that the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.